Event description:
It was reported that the pump touch screen was displaying colored lines and customer was unable to read/see text and graphics. Customer's blood glucose was 145 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.